Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient had a urethral erosion. The patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) device to allow the urethra to heal. All components were explanted and replaced.